Event description:
It was reported that a patient has an infection at the site of one of the tie downs. Per physician, the patient's body has rejected the tie down. Further information was received indicating the tie down was taken out and the patient is doing well. The lead appears to be fine. Attempts for further information have been unsuccessful to date.